Event description:
The manufacturer received information alleging a patient death occurred while using a trilogy evo ventilator. A clinical assessment determined: the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. The customer reported that the patient died from an mrsa infection and will be returning the device with its accessories for evaluation. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will make good faith effort attempts for additional information and to retrieve the device for investigation. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient death occurred while using a trilogy evo ventilator. A clinical assessment determined the reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harm reported. The customer reported that the patient dies from an mrsa infection and will be returning the device with its accessories for evaluation. Based on information available at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. New information - the device was returned to a third-party service center for evaluation. During the evaluation, the third-party service center determined (due to health and safety concerns related to the device, the evaluation of the device was not performed. The fields from this evaluation form were filled with na or 0 data, and the device will be shipped to the manufacturer's product investigation lab (pil) for further investigation). If additional information becomes available, a supplemental report will be filed.